Manufacturer narrative:
Manufacturer narrative: lot number was not reported and trending on batch cannot be performed. Engineering evaluation: the events are already addressed in the labeling. No action is needed. Pharmacovigilance comment: the serious event of granuloma skin, and the non-serious events of headache and implant site swelling were considered expected and possibly related to the product. Serious status was based on medical importance and requirement for intervention, considering the recurrence of the event over a few years and the possible need for surgery to prevent a permanent condition. Potential etiologies included the treatment and injection procedure. Hormonal decreases following the patient's pregnancies might have also contributed to two of the events. The case meets the criteria for expedited reporting to a regulatory authority. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-oct-2017 by a (B)(6) year old female consumer. The patient's past medical history included two pregnancies. On an unknown date in (B)(6) 2009, the patient received treatment with sculptra aesthetic to the cheekbones, marionette lines, chin and jaw line. Amount, lot number, needle type, and injection technique were unknown. Six months later, on an unknown date in (B)(6) 2010, the patient received treatment with sculptra aesthetic to the cheekbones, marionette lines, chin and jaw line. Amount, lot number, needle type, and injection technique were unknown. Nine months later, on (B)(6) 2011, the patient delivered a baby. On (B)(6) 2011, the patient experienced swelling(implant site swelling) at her whole face and she could not even open her eyes. The patient also felt lumps in her face with a big lump in her chin and she had a headache(headache). The patient went to the hospital after this experience and her tests were all normal. She then followed up with an oral surgeon. The lumps were biopsied and showed that they were foreign body granulomas(granuloma skin). The oral surgeon then recommend she follow up with her injecting health care provider. On (B)(6) 2011, the patient followed up with her injecting health care provider who prescribed oral prednisone, a medrol dose pak [methylprednisolone] and injected kenalog [triamcinolone acetonide] into the lumps as corrective treatments. On an unspecified date in approximately (B)(6) 2013, 5 weeks after her second child was born, the patient experienced a headache, granulomas and her whole face swelled up again. The patient reported it was a carbon copy of her first experience. The patient followed up with her injecting health care provider on (B)(6) 2013 and received oral prednisone and kenalog injections as corrective treatments. The patient reported the only thing that resolved her swelling was the kenalog injections after each event. On an unspecified date approximately three weeks prior to the initial report, the patient experienced swelling, but not as bad as previous times, granulomas/lumps and headaches again. On (B)(6) 2017, the patient followed up with her injecting health care provider who injected the patient with kenalog to her entire face as a corrective treatment. The patient planned to follow up with her injecting health care provider again and possibly a rheumatologist as well to discuss having the lumps removed. Treatment for the adverse event included: oral prednisone, medrol dose pak, kenalog injections. Sought out oral surgeon for biopsy and care and may pursue rheumatologist. Outcome at the time of the report: swelling was resolving. Lumps/granulomas/foreign bodies was not recovered/not resolved. Headache was resolved.